Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The investigation of the reported event has been completed. The system was investigated by our field service technician. According to the information provided by the technician, the issue was solved by replacing fresh gas pressure transducer printed circuit board (pcb). The replaced part was not returned for investigation. The device logs were received for evaluation. Evaluation of the received device logs confirmed the reported pressure transducer test failure and technical error code indicating pressure transducer error. The log shows that the pressure transducer test failed due to the zero pressure offset value for the fresh gas pressure transducer had drifted outside defined intervals (drifted more than +/-300 mv from factory default). The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Our conclusion is that the replaced part was the cause of the reported issue but the root cause of why this part failed has not been determined.

Event description:
It was reported that the anesthesia workstation failed pressure transducer test during system checkout and generated technical error code indicating a pressure transducer error. There was no patient harm. Manufacturer's ref. #: (B)(4).